Event description:
Electrical issues were identified to the subject lead. Reportedly the patient was submitted to the hospital emergency due to inadequate shocks on (B)(6) 2013. When the system was interrogated low pacing impedance was noted to the subject lead. The lead was subsequently replaced in (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.